Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced high blood glucose. Customer's blood glucose level was 400 mg/dl at the time of call. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event because insulin pump received power loss alarm. Customer stated that they were able to clear the alarm and able to rewind the insulin pump. Customer stated that they received the replace battery now alarm. Customer stated that they received the low battery alarm prior to replace battery alarm. Customer stated that new battery resolve the issue. The device will not be returned for analysis.